Event description:
A hospital in (B)(6) reported that an rt340 adult dual-heated evaqua breathing circuit became open circuit after two days in use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The rt340 adult dual-heated evaqua breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k983112. Method: the electrical resistance of the heater wire in both the expiratory and inspiratory tube of the returned complaint breathing circuit was tested using a multimeter. A continuity test was used to locate the break in the heater wire. Results: the expiratory limb heater wire was measured and found to be within specification. The inspiratory limb heater wire was outside of specification. The inspiratory heater wire was open circuit due to a break in the connection between the heater wire and the right hand heater wire pin inside the overmolded plug. A lot check revealed no other complaints of this nature for this lot number. Conclusion: electrical open circuits in heater wires can be associated with improper crimping of the heater wire during production. All breathing circuits are electrically tested during production and those that fail are rejected. This suggests the heater wire became open circuit post production, possibly as a result of a weak crimp connection. (B)(4).